Manufacturer narrative:
Hvad pump (B)(4) was returned to heartware for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation revealed that the pump met specifications prior to release. The reported event was confirmed via review of the controller log files which revealed the reported low flow and high power events as well as pump parameters above the normal operating range. Functional testing revealed a power shift condition during the post explant wet test which does not correlate with the complaints as this was not the source of the reported increase in power consumption. The power shift condition was not present at the time of pump release which may suggest it was introduced during the use of the device. Additionally, this deviation does not correlate with the reported complaint as the maximum power attained during the power shift was 2.25 watts in less than a second which does not resemble the steady increase in power to a maximum of 5.4 watts observed during the event. Dimensional verification revealed a slight deviation in rear disc curvature. Considering that the device met specifications prior to release and post-explant power consumption was within specification, this deviation is not expected to impact pump performance and was likely induced during system use. Visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Independent pathology report revealed evidence of thrombus within the pump. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation. In addition, lvad pump candidates often possess risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. Pharmacological and clinical factors related to anticoagulation therapy may also have contributed to the reported event. Though the root cause cannot be conclusively determined, there are patient, procedural, and pharmacological factors that may have contributed to this event.   Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. High watts alarms, an indication that the pump watts has exceeded the high power alarm threshold, may be indicative of thrombus or other tissue fragments in the pump. Thrombus is a known potential complication associated with all patients implanted with vads as outlined in the labeling. The instructions for use addresses setting parameters for the high power alarm threshold, how to recognize high watt alarms and guidelines for optimal patient management (including therapeutic anticoagulation guidelines). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site by the vad coordinator that the patient was implanted on (B)(6) 2016 with lvad, and was also on temporary rvad, patient was re-explored 3 times and that she got massive transfusion. It was stated that on the (B)(6) at night her pulsatility dropped and the flow went up (>10l), watt 4/4.5. It was stated that pump thrombus was suspected. It was stated that the log files were sent to manufacturer, and showed a power consumption above range starting on the (B)(6), this returned to normal range on the same day. On the (B)(6) a second power rise came up. It was stated that it was decided to take the patient in the operating room, it was further stated that they tried to clean the pump with "nacl" and reconnected the same pump after the cleaning. A few hours later the powers raised again and it was decided to do a pump exchange. Patient at this moment is doing fine on this pump but has coagulation problems. No additional information available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.